Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the sensor had missing electrode. It was reported that the issue occurred multiple times. No further information provided.

Manufacturer narrative:
Inspected 2 opened/used partial sensors and performed visual inspection and found both sensors with the cannula retracted inside sensor base, and found both sensors with broken cannula broken parts are missing.